Event description:
Reporter indicated that after generator replacement surgery, patient's jaw began "chomping uncontrollably" resulting in broken teeth. It was reported that during stimulation, the patient's teeth were chattering to the point that all teeth have been broken. Half of the top teeth are gone and half of the bottom teeth are gone. The patient was terminated from the care of their old neurologist and had difficulty finding a new neurologist. The patient reports that the chattering has decreased since their new neurologist started patient on a new medication.